Event description:
It was reported that the device was in backup vvi mode. The device was replaced.

Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Upon receipt, the device was interrogated. No anomalies were found. It is believed that the code was reloaded after the device exhibited the backup vvi mode, and the initial memory map was cleared on the device. Therefore, the cause of the reset could not be conclusively determined. A non-related sensing anomaly was found on the atrial channel. The cause was due to a discrepant integrated circuit. The component was damaged during testing and further analysis could not be performed.